Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve. Leak test and microscopic analysis were performed which identified: delamination of valve (>75% total separation), crease fold and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure). Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.